Event description:
It was reported that the device had a detection issue related to the lv epi leads t-wave oversensing (two). It was noted that possible timing off t-wave. The sensitivity for the lv leads was adjusted. The device and lv epi leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: fr995-29 tissue valve, implanted: 2007-(B)(6). (B)(4).